Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Reportedly, the wake button was difficult to press and requires multiple presses to activate display. The customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.